Event description:
It was reported that a malfunction alarm occurred. The customer did not report if their blood glucose level exceeded 500 mg/dl. Technical support assisted the customer with resetting the pump, but the malfunction code reoccurred after the reset. As a result, the customer will use multiple daily injections as backup therapy until a replacement pump is shipped. The customer was instructed on how to put the pump into storage mode and return it with a pre-paid label.